Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states all she was told is that it is broken, no description as to how or what it is doing. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.